Event description:
Device self-test failed, technical fault suggests blower failure.

Manufacturer narrative:
This issue is deemed a reportable event since the configuration issue could lead to a delay in the therapy, since the ventilator cannot be used. A functional ventilator needs to be prepared. The root cause of the ventilator to alarm with tf alarms could be a malfunction of the mainboard and/or blower. The correction in this case and the similar cases would have been the replacement of the defective components (blower and/or mainboard). Unfortunately, this could not be confirmed, as iran is under embargo. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis (preop check). There was no patient or user harm. The allegation in this complaint is assumed to be a complaint, based on the experience hm has gathered by investigating other complaints with the same failure mode and failure effect. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.